Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran a system check and mix tests, which failed for sample probe 1. The cse replaced sample probe 1 mixer and probe. The cse repeated the mix tests, which passed. The cse ran patient samples for the glucose and calcium methods, and obtained consistent results without error. The cause of the discordant, falsely low calcium result is related to the sample probe 1 mixer failure. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher than the initial result. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.